Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter break, as the device was returned as a single fractured catheter segment. Blood and residue were noted throughout. A complete circumferential break was noted at proximal end of the returned catheter segment. The edge of the break on the proximal end was jagged with a rough granular surface, as well as a smooth rounded region. Four electronic photos were reviewed. Based on the photo review the investigation is confirmed for catheter break, as the catheter full break noted in nearby 15-cm depth mark of the catheter. Smoothed and rounded region, splitting, granular and uneven surface can be noted to the broken catheter segment.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and five months post port placement, the catheter was broken and the distal catheter segment was migrated into the atrium. It was further reported that the distal catheter segment was removed. The current patient status is stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway

Event description:
It was reported that approximately three years and five months post port placement, the catheter was broken and the distal catheter segment was migrated into the atrium. It was further reported that the distal catheter segment was removed. Patient is stable post port removal.